Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements due to micro perforation. In addition, the threshold measurement was 3.2 volts at 2.0 milli seconds. This rv lead was surgically repositioned to septal position with good impedance and sensing. This rv lead remains in service. No additional adverse patient effects were reported.